Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device had lower than expected flow. After percutaneous coronary intervention (pci) was completed, the position was adjusted again. However, there was no pulse pressure in the motor waveform. The pump was removed, and biomaterial was found in the device. No patient harm or injury reported.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the low pump flow was determined to be most likely biomaterial. This report is being filed as part of a retrospective review of historical records.